Event description:
It was reported that the image on the 9800 sys was poor and grainy. It was noted that the unit is still functional and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.